Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 225306, UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained.